Manufacturer narrative:
(B)(4).

Event description:
Procedure: CABG. According to the reporter: suture is breaking away from the needle when taking out of package. Suture is also fraying. Current patient status: ok. Was there any irreversible tissue damage as a result of this problem: no - was extra bleeding when fraying suture was removed from the aorta by the heart. Unanticipated extension of the incision by more than 1 inch: no unanticipated blood loss of 500 cc's or more: yes (if yes how much): dont know did this additional blood loss require a blood transfusion: all our heart surgeries get transfused. If applicable, what was done to correct this condition: area of fraying was re-sutured. Boxes with the suture that was not releasing from package was removed from use and given to (B)(6). Post-op diagnosis: cad surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4),